Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
See previous manufacturer report and supplemental 3004209178200902826. The pt experienced decreased efficacy for bilateral arm pain. The system was explanted and returned to the manufacturer for analysis. The pt outcome was stated as "no injury".